Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) and a non-boston scientific right ventricular (rv) lead reported that the crt-d was beeping. The patient completed a patient initiated interrogation (pii) with the remote home monitoring equipment. Technical services (ts) reviewed the pii data and noted no reason to explain the beeping. Ts referred the patient to their physician for an interrogation with a programmer. Additional information was received that interrogation of the device with a programmer noted that the tones were the result of high out of range rv pacing impedance measurements greater than 2,000 ohms. The physician turned off the beeping tones and plans to continue monitoring at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) and a non-boston scientific right ventricular (rv) lead reported that the crt-d was beeping. The patient completed a patient initiated interrogation (pii) with the remote home monitoring equipment. Technical services (ts) reviewed the pii data and noted no reason to explain the beeping. Ts referred the patient to their physician for an interrogation with a programmer. Additional information was received that interrogation of the device with a programmer noted that the tones were the result of high out of range rv pacing impedance measurements greater than 2,000 ohms. The physician turned off the beeping tones and plans to continue monitoring at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.